Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the issue was due to a corrupted operation system. A computer and fuses were replaced to resolve the issue. All settings, network and electronic picture archiving and communication systems (pacs) were restored and verified. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during trigeminal nerve compression, the when bringing the imaging system while it was plugged in, the system was beeping. Another outlet was tried but the beeping continued and an config not able to access computer occurred error was displayed. Rebooting the system did not resolve the issue. The surgery was rescheduled. There was a delay of less than 1 hour.

Manufacturer narrative:
The hardware investigation of the returned mobile view station (mvs) computer found that the reported event was related to a computer issue. Mvs computer does not achieve os loaded condition due to boot device error. Boot device error is result of low cmos battery. The reported event was confirmed. As previously reported the fuses were also replaced to resolve the power issue with the system. The issue with the fuses is part of a CAPA investigation.